Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button will not activate device) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the non-responsive button was isolated to excess epoxy on the rear ribbon cable causing the activation failure. The root cause of the excess epoxy was isolated to an assembly error. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
While fitting a (B)(6) male patient, a zoll patient service representative called zoll customer support to report that the response buttons on the monitor would not activate the device. The patient was fit with a replacement monitor.